Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Observation of the returned product revealed no apparent abnormalities on the syringe. Also confirmed that water was discharged from the tip of the catheter when the catheter was passed through with a syringe. The reported event was not confirmed. The root cause was not identified. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after indwelling the epidural catheter in the patient, when the customer conducted a test dose of medical fluid using the syringe, he noticed pressure could not be applied to the product. No patient injury was reported.